Manufacturer narrative:
A supplemental MDR is being submitted due to additional information from a product investigation. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient conditions may caused or contributed to this event but a definite root cause was unable to be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported by an edwards lifesciences affiliate in canada, regarding a 23mm sapien 3 transcatheter heart valve in the aortic position approximately 6 years post tavr procedure, a valve in valve procedure was performed as the valve was showing calcified leaflets, mixed stenosis (mean echo gradient 31mmhg) and moderate aortic regurgitation. There was no information on pannus or halt. The patient was experiencing nyha class iii symptoms. During this valve in valve procedure, the commander delivery system with crimped valve became stuck in the esheath. The system was removed with the esheath as a unit and a new esheath and system were used to deploy the valve. Upon removal of the esheath, it was noted that there was a tear of the external iliac artery. A covered stent procedure was attempted to stop the bleeding but at the end, surgical repair was needed. The surgical repair was successfully performed. The perceived root cause of the event was valve degeneration.